Event description:
A 22 x 26 cm piece of surgimesh xb was used on (B)(6) 2011 to repair a ventral hernia. Due to the size of the mesh the surgeon found it necessary to remove the trocar and pass the surgimesh unprotected through the hole in the abdominal wall making contact with contaminated skin surfaces. The patient returned in early (B)(6) 2012 with an abdominal bulge and associated pain/discomfort. An open surgical procedure to explore the abdominal bulge was performed on (B)(6) 2012. Upon exploration the surgeon found an accumulation of purulent material on the anterior surface of the mesh. The tacks used to fixate the mesh were mostly dissolved. He removed the 4 cardinal point sutures, and mesh and closed the defect to heal for future repair.